Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the patient had high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was treated with manual injections. The customer reported that they contacted that healthcare provider regarding the unexplained high blood glucose. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer also reported via phone call indicating that they had no delivery alarm. Customer's blood glucose was 437 mg/dl. The customer was treated with manual injections. Customer reported that they are unable to troubleshoot at time of call because the patient tossed out her infusion set. The customer was advised to do a complete set change. The customer was advised to call in order to troubleshoot.